Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) level of 386 mg/dl, confirmed by fingerstick, while using a 23" 6 mm inset infusion set. The user performed a supply change and experienced persistent highs with no visible cannula issues. The agent recommended a full supply change, which stabilized bg. The highest blood glucose (bg) recorded was 386 mg/dl. Bg was corrected after the supply change and resumption of insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.